Event description:
It was reported that the device would charge, but it would not deliver energy over 200 joules. There were no reports of pt use associated with this event.

Manufacturer narrative:
The customer sent the device to be repaired at their 3rd party biomedical company. The device's power conversion board was replaced and the device is fully operational. The removed board will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.